Manufacturer narrative:
A ge representative evaluated the system and no conclusion can be drawn as repair information is available.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.